Event description:
Baxter received a report stating that allen advance table casters were not holding brake when being locked. The table was located at the account and occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.

Manufacturer narrative:
Several types of specialty tops can be attached to the allen advance table to permit surgical access and 360° radiolucency for various types of surgical operations. The patient can be secured into various operable positions from the supine, prone, or lateral position. Electronic controls on the allen advance table pendant permit the adjustment of table height, angle, tilt, and auxiliary function for the lateral top. The allen advance table contains electronic locking casters that permit the allen advance table to be moved and locked into position by use of an electronic control on the allen advance table pendant. Upon inspection, baxter technician found the right head caster was not holding and needed to be replaced. The technician replaced the head caster to resolve the reported event. Although there was no reported injury with this event, if the report of a unreliable brake holding capability for unknown reasons were to recur, it could potentially cause serious injury or death. Therefore baxter is reporting this event.